Event description:
Patient reports having problems with pumps & rph spoke to pt to assist with pump failure. Patient reports they have 3 solis pumps on hand & all pumps have given line occlusion error & priming error. Patient is aware how to use new cadd 55" infusion set & was successful changing a couple of weeks ago. Patient reports this incident occurred this morning, no exact time recorded. Pharmacy troubleshoot was unsuccessful but patient's third pump is currently priming. Rph advised patient to go to the emergency room immediately if the currently priming pump is unsuccessful; patient voiced understanding. Patient unable to provide accurate pump serial numbers. Patient has had an interruption in therapy due to pump issue & has been off treprostinil for about a few hours. Patient not experiencing any symptoms at this time. No additional info, details, or dates available. Continuous infusion. Set flow rate & volume delivered unknown. Position of pump when alarm occurred unknown. Pump return tracking info not available. Photographs not provided. Current treprostinil dose: 37.5ng/kg/min. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual product available for investigation? Yes. Upon return did pharmacy replace product? Yes. Did the patient have a backup product they were able to switch to? Yes, in process was the patient able to successfully continue their therapy? Unknown, in process is the therapy life-sustaining? Yes. What is the outcome of the event? Ongoing. Diagnosis for use: pulmonary arterial hypertension. Patient code: 4582. Device code: 2423, 4040. Reference report#: mw5190353, mw5190354. This report captures cadd solis vip pump #1.